Event description:
Related manufacturer reference number: 1627487-2024-08164. It was reported the patient¿s anchors were protruding through the skin causing pain. Surgical intervention took place wherein the anchors were explanted to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.